Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was very difficult to insert the hemopro into the cannula. The silicon part (boot) of the jaw appeared damaged. No pieces fell off inside the pt's leg. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. A supplemental report will be submitted when the device is rec'd and the investigation is completed. (B)(4).